Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump was submerged in water for several minutes, after which the screen froze and the device shut down and would not power on despite prolonged charging with the provided charger; the user transitioned to multiple daily injections and continued cgm use, and blood glucose was reported at 180 mg/dl without adverse glycemic events. Symptoms included no injury and no hypoglycemia or hyperglycemia. Outcomes included interruption of device therapy and a switch to backup insulin therapy without medical intervention. Investigation included review of user report, confirmation of charger function, and receipt and inspection of the returned device. Investigation of this case revealed device nonfunction consistent with liquid ingress and subsequent battery or internal electronics failure. It was concluded that the device experienced a malfunction due to water exposure with no patient harm reported.